Event description:
It was reported that a pump alarmed "upstream occlusion!" It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom could not be reproduced. Eval found the device inoperable due to constant "reload set" alarms. Further eval found the ultrasonic sensor to operate below specification. This would make the device more sensitive to air and upstream occlusion alarms. The upstream sensor will be replaced.